Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient implanted with a neurostimulator that reported the patient was implanted last thursday and never had therapeutic effect. It was stated that it was not helping symptoms and the patient had stomach cramps. It was indicated that therapy was not set up yet and someone was supposed to call them. Troubleshooting attempts were made and the patient connected and showed therapy was off. It was asked if the patient wanted to turn therapy on but the caller disconnected the call. Additional information received from the patient on (B)(6) 2019 reported that when the stimulation was on, ¿my stomach has a little burning pin type sensation¿. Sometimes the sensation moved over to their back which was described as ¿like a gently shock electrical shock¿. They also reported that their stomach had been ¿real swollen and had no feeling, the feeling is starting to comeback¿. The patient also noted that they had surgery 2 years ago in their stomach. Further, the patient reported that the ins had ¿slipped¿ or ¿scooted¿ down their buttock to a point where they were sitting on it when they sat down. The patient did contact their healthcare professional¿s (hcp) office and the nurse told them that it was ok as long as the therapy was working. Using the programmer, it was determined that the therapy was on. The patient did turn the stimulation at night and half the next day and, when it was off, the ¿sensation seems to be better¿. It was unknown when the issues started. The patient was redirected to their hcp for the issues. There were no further complications reported or anticipated.